Manufacturer narrative:
Batch review performed on 30 october 2017. Lot 1651130: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot. On 30 october 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: pictures from the complaint report were also considered and confirmed. Breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>ø7mm), long screws (>50mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, even though the tap was used, the combination of large diameter (ø9mm) and sacral bone (s2) led to high torque at the end of the insertion, above the strength of the driver. In such cases, if the surgeon perceives the high torque during the insertion, he could remove the screw and tap further in deep before repositioning the screw. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. However, a new project is ongoing to develop a new concept screwdriver that overcomes the limitation of the current one, to increase in particular the torsion strength. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver to complete the surgery in case of breakage.

Event description:
Patient was treated for screw-loosening on l5-s1 (non-medacta screws). The intervention was changing all screws with a diameter that is 1mm larger. In s1, righ side, a 9x50mm screw was prepared (including tapping). When the screw was almost completely inserted, the medacta screwdriver broke. Another screwdriver was used to proceed. A fragment was stuck in the screw (under the rod). It was not possible to remove it. But it was still possible to place the rod and setscrew. There was no critical delay, nor any patient harm. The surgery was completed successfully.